Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
Adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure; urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant; perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure; irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection; extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa; inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration, and failure of the procedure resulting in recurrence of incontinence." (B)(4).